Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 valve in the aortic position, the procedure was aborted as the crimped valve would not advance through half way of the expandable portion of the esheath. Both the valve and sheath were removed as a unit. Upon closure of the femoral access site, a dissection of the iliac/femoral artery which occluded the femoral blood-flow was noted. The patient was successfully treated with a 4mm and then an 8mm mustang balloon angioplasty to re-establishing blood-flow. The patient will be considered for alternative access at a future date. No observable damaged was found on the sheath. As per medical opinion, the vessel was in some way constraining the sheath and not allowing the delivery system to pass through. The primary operator was able to pass the delivery system through the sheath with normal push-force after the sheath and delivery system had been removed from the patient.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The sheath was not returned to edwards lifesciences for evaluation.  In addition, no imagery was provided for review.  Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. During manufacturing, the esheath is both visually inspected and tested several times throughout the process. During manufacturing the sheath shaft components were 100% visually inspected for any defects.  During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality. Furthermore, after sterilization, sheath expansion testing was performed during product verification (pv) on finished devices from the work order under a sampling basis. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing non-conformance that would have contributed to this complaint event.  A lot history review revealed additional similar complaint related to sheath shaft resistance with delivery system, currently pending evaluation.  The complaint occurrence rate did not exceed (B)(6) 2020 control limit for trending category. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath shaft resistance with delivery system was unable to be confirmed due to the unavailability of the returned device and/or applicable imagery. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ per report, the patient access vessels displayed ¿mild tortuosity, and mild calcium.¿ in addition, per report the patient access vessel minimum luminal diameter (mld) measured 5 mm with mild calcification. Per the training manual, the minimum vessel diameter for a 14 fr esheath is 5.5 mm. Smaller vessel characteristics and tortuosity create a challenging pathway for delivery system insertion through sheath. The presence of calcification can prevent the sheath from fully expanding, increasing the necessary push force to advance the delivery system through the sheath. As a result, available information suggests that patient factors (access vessel diameter smaller than minimum requirements with mild calcification and tortuosity) and procedural factors (e.g. Steep insertion angle) contributed to the reported delivery system resistance with sheath and to the access vessel injury. Since no product non-conformances or IFU/training deficiencies were identified during the evaluation and the control limit did not exceeded the applicable trend categories, product risk assessment escalations, and corrective/preventative actions are not required.